Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient reported that their stimulator doesn't seem to be turning on and it's fully charged. Patient stated that they have the controller in their hand and it's turned on, but it's not where they usually feel the tingle. Patient mentioned that they don't feel the tingling sensation. Patient stated they turned it on yesterday and usually it runs out within a day and a half and it didn't even go down 20%. Patient confirmed no problem with the controller. Patient stated they have group a and b. Patient confirmed that they are seeing a green halo around group a and b when they change which group they are using. Agent asked the patient if they have tried adjusting their intensity and the patient stated that on group a they cannot go any further than 7.9 and on group b they have it set at 8.2 and they are still not feeling the stimulation. The last time the patient felt the stimulation running was a couple days ago when they charged it up and turned it back on. Patient stated they charge all the way up to group b all the way up to 9 and they felt nothing. During the call, patient is currently on group b and it shows intensity 8 but they tried increasing it to 9. Patient stated t hat they could not go further than 7.9 on group a. While on hold, patient stated they tried doing the reset but still they don't feel the stimulation. The issue was not resolved through troubleshooting. The patient was redirected to their hcp to further address the issue.